Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The basket was removed from the package and tested prior to use and the basket was unable to open. The patient did not have tortuous, calcified or scarred anatomy. A laser was used in the procedure, prior to opening the package of the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: street line 2: (B)(6) g4: PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a nephroscopy, lithotripsy and stone retrieval, the basket of an ngage nitinol stone extractor would not open. A new same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary dimedica informed cook on (B)(6) 2023 of an incident involving a ngage nitinol stone extractor (rpn: nge-022115; lot # 15188925). During a nephroscopy, lithotripsy and stone retrieval procedure on (B)(6) 2023, the basket would not open. The basket was removed from the package and tested prior to use and the basket was unable to open. The patient did not have tortuous, calcified or scarred anatomy. A laser was used in the procedure, prior to opening the package of the device. A new same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook for evaluation in the original pouch with shipping tray. A functional test was performed, the handle did not actuate basket formation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed one non-conformance issue that may have been related in which nine devices were scrapped. A lot history search found 4 complaints had been reported for the device lot. All devices are inspected for functionality and damage during manufacturing and quality control checks and the complaint devices passed those inspections. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Due recent similar complaints, a CAPA was opened to capture the root cause investigation. The cause for the issue has not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.